Event description:
Customer reported a cartridge alarm 20, and there was no adverse impact to the customer's blood glucose level. Technical support confirmed that the issue did not occur during the loading process and advised the customer that they would receive a replacement pump with updated software, as the pump was still under warranty. The customer opted for multiple daily injections (mdi) as a backup therapy and acknowledged the instructions provided for placing the pump into storage mode, as well as the steps to follow upon receiving the replacement pump. Technical support also arranged for the customer to return the problematic pump to tandem, ensuring that a replacement was shipped without requiring a delivery signature.